Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the manufacturer representative met with the patient on (B)(6) 2017 to reprogram stimulation after the patient had reported to the health care provider on (B)(6) 2017 that the stimulation was "shocking" the patient periodically after having been hit in the pocket area by a medicine cart in the home where the patient resides. The date of the incident when the pocket was hit by the cart is unknown. Interrogation with the clinician programmer for an electrode impedance check revealed that electrodes 4-7 were all out of normal range while using any of electrodes 0-3 as the reference electrode. When any of the electrodes 4-7 were used as the reference electrode, electrodes 0-3 were all out of range. When they tried to program using any electrode configuration on 0-3, the patient was unable to feel paresthesia. When programming using electrodes 4-7, the patient was able to feel paresthesia in the left lower extremity; thigh to foot and some in the right thigh. The patient was having some pain relief in the leg, but their primary pain site is the lower back, and they are unable to feel any paresthesia in that area of the body. The manufacturer representative noted that it is clear that somewhere along the leads, extension, and pocket adapter, the electrical flow is impeded. A surgical revision was requested and planned; however, it had not yet been scheduled. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.